Manufacturer narrative:
Concomitant therapies: juvéderm® volbella¿. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the ck1, ck2, ck3, ck4, jw1 with juvéderm® voluma¿ with lidocaine, in the lips with juvéderm® ultra 3, in the nl1, nl2, nl3 with juvéderm® volift¿, and in the tt1 with juvéderm® volbella¿. 27 days later, patient experienced edema tooth without infection sign and was treated with furosemida 40 mg for one week. 15 days later, edema is getting better but has not been resolved so patient was treated with 300 hyaluronidase in ck2 and tt1 with prednisone 30mg. Patient again was treated with 100 hyaluronidase in the ck2 six days later. The next day, event of edema tooth resolved but patient further experienced lump augmentation and diminution with changes of the lips those lump are warm to palpation and hard but not painful (ultrasound will be done). Three days later, patient has a fever, not feeling well, edema on the lips and pain. Covid test came back negative. Patient was treated with clindamycin+ prednisone. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00050 (allergan complaint (B)(4)), MDR ID# 3005113652-2022-00051 (allergan complaint (B)(4)), and MDR ID# 3005113652-2022-00065 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine injected in ck1, ck2, ck3, jw1.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additional information reported event has resolved 42 days after onset.